Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 600 mg/dl and his current blood glucose is 600 + mg/dl. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.